Event description:
Reportedly, while attempting to cross the street in a power wheelchair, the end user was hit by a motor vehicle. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the end user was struck by a motor vehicle while attempting to cross the street in a power wheelchair.